Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.

Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during drain 1/4 of his automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected from the patient line of the homechoice set. Then he reconnected to the homechoice and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.